Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve, after the valve was deployed, severe paravalvular leak (pvl) was noted. The patient's circulation became unstable. A post-implant balloon dilation was performed using a 22 mm balloon and calcification tearing was noted. The pvl did not improve. A surgical thoracotomy was performed. The transcatheter valve was explanted and a non-medtronic surgical aortic valve was implanted in the patient.

Manufacturer narrative:
Continuation of d10: product ID envpro-16-us (lot: 0012635376); product type: 0195-heart valves; implant date (B)(6) 2025; explant date (B)(6) 2025 product ID l-envpro-16-us (lot: 0012672046); product type: 0195-heart valves: select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.